Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise and oversensing on the right atrial (ra) and right ventricular (rv) channels. The noise was unable to be reproduced. There was also an inappropriate shock delivered as a result. The device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.